Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the maryland bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. Also, the instrument passed the electrical continuity test.